Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states that they had a needle stick injury due to the safety activation not clicking upon activation. The nurse activates, then the safety shield came back down and stuck them.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to damage to the shield or excessive adhesive in the lock insert tangs. The manufacturing plant maintains material verification processes. The resin, lock insert and adhesive must pass an inspection and certification review before they are released to the floor for production. The manufacture of the molded barrel and shield is conducted within a validated process. Visual inspections are periodically performed and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The machine the syringe is assembled on is equipped with a vision system which inspects for adhesive presence to ensure sufficient adhesive is dispensed to retain the cannula and lock insert without overspill or excessive adhesive dispense. The safety shield is exercised during installation to ensure proper movement. Functional testing is conducted throughout the production run to ensure specification requirements for shield activation force, shield detach force and shield compression force have been met. A lot cannot be released unless it passes visual and physical testing requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. A corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.